Event description:
It was reported that the patient experienced an overdose. The patient was taken to the emergency room on (B)(6) 2012 with altered mental status. The patient became nauseous following the (B)(6) 2012 pump replacement surgery. Prior to the pump replacement, the patient had not had a dose change in "a while" and "was quite happy with the dose" (dilaudid 6 mg/day). The healthcare provider kept the pump dose the same after the pump replacement. The patient began exhibiting altered mental status "delusions" on "(B)(6) or (B)(6)." The patient then broke their pelvis yesterday on (B)(6) 2012, and was brought to the ER, but was discharged shortly thereafter. The patient then started having hallucinations on (B)(6) 2012. Additionally, the reporter stated the patient had vomiting, somnolence, loss of alertness, tossing head back and forth, and whimpering. Upon checking the pump logs, there were no adverse pump events found. The patient's pump was decreased to the minimum rate per the healthcare provider's orders, and narcan was administered. Upon receiving the narcan, the patient "became lucid and verbal." As of the report/notification date, the pump remained at a minimum rate. The medications in the pump were dilaudid and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).